Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for a follow up visit due to discomfort. Pacing impedance measurements on the right ventricular (rv) channel were greater than 3000 ohms. X-ray revealed lead damage located near the subclavian bend. A revision procedure was performed, and the damage was repaired. During the procedure, the rv setscrew on the device header became loose and fell out. Efforts were unsuccessful to re-secure the setscrew. Therefore, the implantable device was explanted and replaced. The hospital is in possession of the explanted device, and it will not be returned for evaluation. No additional adverse patient effects were reported.